Event description:
During preparation for use of the device for cardiopulmonary bypass surgery, the flow module did not function as expected. The indicator light did not light up. An alternate device was employed to monitor the flow. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.